Manufacturer narrative:
The cause of the event could not be determined. The customer did not provide the chloride and potassium results.

Manufacturer narrative:
MDR codes eval conclusion code was updated.

Manufacturer narrative:
The customer stated that the problem was due to an issue with the deionizer and that a technician for the deionizer resolved the issue. Clarification regarding this repair was requested. The customer stated that patient results and controls are back to normal ranges.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results for two patient samples tested on the cobas 6000 c501 module. The initial results were not reported outside of the laboratory. Patient 1 - the initial result was 128 mmol/l. The repeat result was 121 mmol/l. Patient 2 - the initial result was 129 mmol/l. The repeat result was 123 mmol/l. The electrode lot number and the expiration date were requested but not provided.